Event description:
The customer called in for help with his meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings, and he was able to reset the meter to mg/dl. The customer attempted to perform control tests and continuously received error messages. The meter was to be replaced at the customer's insistence, and it will be returned for evaluation.